Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon interrogation, the right atrial lead exhibited noise. Noise was reproducible in clinic with isometric testing. The lead was reprogrammed.